Manufacturer narrative:
The returned device was evaluated and performed as designed. No malfunction or other product condition that could have contributed to the pt's hyperglycemia and hospitalization was found. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."

Event description:
The pt reported that on (B)(6) her blood glucose measured 500 mg/dl at both 2:29 pm and 12:21 pm. She corrected with a 20 unit bolus both times (total of 40 units). She deactivated the pod at 7:43 pm and went to the hospital because of her hyperglycemia. They measured her bg at >600 mg/dl. She does not know exactly what happened at the hosp, but she had a heart monitor, blood pressure cuff and insulin drip. She remained hospitalized for four days.